Event description:
It was reported that the surgeon implanted an aa4203tl silicone single piece lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to a mispower and the patient did not adapt. This customer prefers to provide details regarding the incident with the returned product. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed the lens was returned in liquid and a split into two pieces. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic).(B)(4).